Event description:
It was reported that during a meniscus arthroscopic repair, the fast-fix flex device's t1 deployed successfully, but the t2 would not be fired when the deployment knob was depressed. The t1 implant was removed from the patient. No surgical delay was reported; however, it is unknown how the procedure was completed. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was not returned with any original packaging. The t1 was returned off the needle but attached to the suture. The t2 and suture were returned on the needle. The actuator is in the pre-t2 position. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator cycled the t2 off the needle but the actuator attempts to stick at the pre-t2 position and requires manipulation before returning to the next deployment position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors that can contribute to the failure include failure to fully actuate the device during implantation. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.